Event description:
Received information stating that customer filled infusion set tubing but did not see any insulin drip. The customer's blood glucose level was impacted. Reportedly, the customer uses apidra. The infusion set type is unknown.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t-slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.